Event description:
The wall bracket broke and the unit fell down and hit the pt. Pt was lightly hurt and was fine when leaving the dental office. No first aid was necessary.

Manufacturer narrative:
On (B)(4) 2012, the repair center received an expertdc articulated arm for evaluation. The parts were visually examined at the repair center test bench. The parts were found to have evidence of broken converter bracket casting housing. Further investigation showed that the mounting screw inside of the converter that was holding the unit came out. The unit was too heavy to sit on the bottom mounting screw and was the major cause of the broken converter bracket casting housing. The reported symptoms of fell off the wall was confirmed. Customer received a new expertdc unit as a replacement on (B)(4) 2012.